Manufacturer narrative:
The physician indicated that the cause of this event was not due to a resolute device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photographic review: still images provided in journal and these images provide a visual representation of what was documented in the journal article. Date of publication journal article: successful rotational atherectomy for a repetitive restenosis lesion with underexpansion of double layer drug-eluting stents due to heavily calcified plaque m. Kawata et al. Cardiovasc interv and ther (2016) 31:65¿69 doi 10.1007/s12928-015-0319-3 .

Event description:
A resolute integrity rx drug eluting stent was implanted by ivus guide in the previously implanted non-mdt stent. The stent was then post-dilated. It was reported that incomplete dilatation remained. One year post pci 90% restenosis occurred. The physician decided to ablate the double layered stents with calcification by rotational atherectomy. A launcher guiding catheter was introduced and a non-mdt rota wire was placed across the lesion. Initially a burr was used but failed to cross the lesion. The physician used a smaller sized burr to start the ablation and all stent struts of the previously deployed stents disappeared at the restenosis site. The lesion was pre-dilated and a non-mdt stent implanted. 6 month later the follow up revealed neither restenosis nor prei-stent contrast staining at the target lesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.